Event description:
It was reported that the shunt was leaking during implantation.

Manufacturer narrative:
The valve was patent and met all specifications for pressure-flow and preimplantation testing. The valve did not pass siphon, reflux, or leakage testing due to a tear on the delta chamber. It is unk how or when this damage may have occurred. The instructions for use that accompanies the valve cautions that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg records showed no anomalies. All of our products are 100% tested at the time of manufacture.